Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-sep-2025 the user reported hyperglycemia with a bg of 366 mg/dl for approximately 10 hours after performing a supply change the previous evening. The user completed another full supply change, insulin delivery resumed, and bg returned to 126 mg/dl. No ems or hospitalization was required.